Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a revision surgery, two of the new set screws had become cross threaded in the tulip of the pedicle screw. The screws were replaced and the surgery was completed successfully.